Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector and is missing parts on the case. The epg was sent back for service and repair. There was no indication of any patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. One bail is missing. Lower case, both bail covers, and ring cover are broken. Heart wire contacts are patinaed. Battery contacts are compressed. Battery drawer has tool marks. Keyboard window is scratched.